Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Something has made the toothbrush head very easily release from the black toothbrush...falls off - oral-b [device breakage] head is so loose - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that something has made their oral-b toothbrush head very easily release from their black oral-b toothbrush handle and that the oral-b toothbrush head was so loose that it fell off when they brushed their teeth. No injury was reported. 07-dec-2023 follow up via e-mail and picture: the suspect product was oral-b power oral care refills sensi ultrathin eb60. The concomitant product was oral-b pro 3 3900 toothbrush. No injury was reported. 10-mar-2024 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle. The concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Something has made the toothbrush head very easily release from the black toothbrush...falls off - oral-b [device breakage] head is so loose - oral-b [device connection issue] case narrative: consumer via e-mail reported that something has made their oral-b toothbrush head very easily release from their black oral-b toothbrush handle and that the oral-b toothbrush head was so loose that it fell off when they brushed their teeth. No injury was reported.